Event description:
User experienced discrepant digoxin results for one pt sample. Initial result gave 3.78 ng/ml, duplicated as 3.65 ng/ml and was reported. The physician questioned the result; admitted the pt to ER, and requested a new sample be obtained and tested. The initial sample was repeated giving 0.995 ng/ml. The second sample obtained resulted at 0.942 ng/ml. The corrected result was called to the ER and the pt was released. User does not know if pt was otherwise adversely affected. Investigation revealed the customer was not following product labeling for folate application. Labeling states "for all stat pt samples performed during an elecsys folate ii batch, running controls is mandatory before releasing results". The digoxin sample was placed on an analyzer as a stat sample without running controls, during a batched folate run. Customer performed required maintenance per product labeling which resolved the issue.